Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report is being submitted for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred that led to cardiac tamponade. The procedure was cancelled. During a left atrial appendage (laa) closure procedure was being performed, and a versacross connect laac kit was selected for use. The procedure was difficult from the start. During the procedure the physician used intracardiac echo (ice) for imaging and gets two access points, in the right groin for watchman and the left groin for ice. The anatomy in both groins was torturous, and the physician had a hard time advancing the sheaths and wires in both groins. The physician was able to get up with a guidewire and get the ice and watchman trusteer and versacross connect up into the heart after thirty to forty minutes. The physician was ready to go transseptal. The physician kept getting too low and too posterior, and it would go across on its own. This happened twice. Then at some point the anesthesiologist mentioned that was a heartbeat but she had lost the leads. The physician decided to abort the procedure without transeptal. While the patient was in pacu, a circumferential pericardial effusion was noted. A pericardiocentesis was performed to the patient. The patient was discharged on (B)(6) 2025 and is fully recovered. The device is not expected to be returned for analysis (disposed). The physician was not sure where the pericardial effusion, could have been when slipped across or due to ice. Activated clotting time (act) was therapeutic. The wire just popped across instead of buzzing across (without rf). The patient did flat line momentarily during the procedure.